Event description:
It was reported the pt allegedly reported a loss of mobility since this replacement lead was implanted. The pt's legs collapse and she has not been able to walk. The pt's entire thoracic scs system was explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.